Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing the cuff during total laparoscopic hysterectomy, the device was difficult to toggle. In addition, the needle detached on thick cuff and fell into the patient¿s cavity while trying to close. Surgeon spent 40 minutes looking for the needle and was retrieved using a laparoscopic grasper. A new suture was used to complete the case.